Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) upon power up at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. Functional testing was performed, and the reported issue was not reproduced. The thermistor readings were found to be out of specification. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The downstream thermistor was determined to be the cause of the condition. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.